Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was exhibiting loss of capture in the unipolar mode and no output in the bipolar mode. The patient had experienced periods of syncope and near syncope. The ipg is also exhibiting abnormal increases in threshold and impedance measurements. An invasive procedure was performed to evaluate the system. The physician found a loose set screw and elected to replace the ipg.